Event description:
It was reported in a publication that 52 patients undergoing a single-level unilateral mis tlif were evenly randomized into two coho rts; actifuse with 5cc of bone marrow aspirate (n=26) and rhbmp-2/acs (n=26). CT analysis was performed at 6 months and 1 year post-operatively. At 1 year follow up, 65% of the actifuse cohort and 92% of the rhbmp2 cohort demonstrated a radiographic arthrodesis. A greater re-operation rate was noted in the actifuse cohort (35%) compared to the bmp2 cohort (7.7%). One patient with bmp2 also experienced symptomatic neuroforaminal bone growth. 2 patients in the bmp2 cohort had pseudoarthrosis at 1 year post-op.

Manufacturer narrative:
Article citation: nandyala et al. A prospective, randomized, controlled trial of silicate substituted calcium phosphate versus rhbmp-2 in a minimally invasive transforaminal lumbar interbody fusion. Abstract of the international society for the advancement of spine surgery (isass) 2014, 30-apr to 02-may, miami USA. B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.